Manufacturer narrative:
Additional information: the lesion being treated was a tortuous, calcified lesion with 90% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion but excessive force was not used. The device was inspected after it was removed from the patient with no issues noted. Patient gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent had displaced distally over the distal markerband. Crimp impressions were visible on the exposed balloon and proximal stent deformation was also evident. The inner lumen patency was verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent was faulty and could not cross the lesion during a procedure. Negative preparation was performed without issues. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the lesion was severely tortuous and severely calcified. The patient has been discharged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.